Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle was disengaged from the suture. The suture was returned broken, the loop end of the suture was missing. The needle was bent in multiple parts, the needle had been straighten. The needle was covered in instrument marks. Microscopic inspection noted instrument marks near the tip, swage and all bent sites. Unfortunately, as no sealed samples were returned, a tensile strength, bent moment and needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of needle bent and needle detached that has no relationship to the reported condition. The root cause of the bent needle and needle detached was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during , laparoscopic gynecological uterine fibroids removal, while suturing the myometrium, the device needle and thread broke. They then used another device to resolve the issue.